Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that it had experienced a fatal error message when attempting to remove narcotics. A technical support specialist remotely accessed the station, confirmed the database was corrupted, and applied a knowledge article (B)(4)- ¿a fatal error has occurred on the underlying data source.¿ to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es unexpectedly stopped responding and displayed fatal error message when attempting to remove narcotics. The customer stated that it forced a reboot, and staff reported other issues with the same device, such as not being able to pull up profiles. There were no adverse events or injuries reported based on this incident.